Event description:
Medtronic received information that pump error 130, pump error 37 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged insulin pump error 37 and 130 on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a insulin pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the sensor and motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error 37 alarms. Also insulin pump error 38 and 130 were found in history file on (B)(6)2021 22:43:14.000. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and motor assembly noted. The following were noted during visual inspection: cracked keypad overlay and scratched case. In summary, customer alleged insulin pump error 37 and 130 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.